Manufacturer narrative:
Device passed displacement test and self test. No unexpected device test failed alarm noted during testing. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they performed self test and it did not passed. Customer stated they experienced high blood glucose level. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.